Event description:
It was reported that a folfusor had a separated/loose blue winged luer cap. This event was discovered during filling of the device with a glucose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Visual inspection of the device showed no evidence of a separated or loose blue winged luer cap. The blue cap was found securely attached to the device's distal luer. A functional test showed no evidence of abnormality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional information become available, a supplemental report will be submitted.